Event description:
A customer reported that the part where the needle is attached was clogged with transparent foreign material, making it impossible to attach the needle. The foreign material had to be removed before use. The involved eye and the patient identifier are not available. There's no patient harm. Contaminated foreign material was placed in a cap sealed with tape. The customer requests investigation of the cause of foreign material contamination. Upon further follow up, it was confirmed that foreign material looks like a piece of the cannula hub.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information is provided in sections h.6 and h.11. One open cartridge with foreign material contained inside with tape was received, no cannula was returned for the report of where the needle is attached was clogged with foreign material, making it impossible to attach needle. The foreign material was sent to the particle lab. The particle analysis (ftir) found the foreign material to best match poly (ester urethane). A review of the device history record traceable to the possible lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photo attached to the parent file was reviewed by the manufacturing site. Photo show a cannula cartridge with foreign material on a tap attached to open end. Reported issue confirmed from photo. The evaluation confirms the foreign material reported by the customer. The particle analysis found the foreign material to best match poly (ester urethane). Poly (ester urethane) is not a material that is used in the cannula manufacturing process or in the packaging process of the cannula. How and when the cannula tip got poly (ester urethane) in it cannot be determined from this evaluation and a root cause cannot be determined for the complaint as described by the customer. The exact root cause for this complaint is unknown, specific action with regards to this complaint cannot be taken. An acceptance quality limit (aql) sampling is performed to ensure that the product meets release acceptance criteria. The inspection includes any visual nonconformances, including foreign material. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
One open cartridge with foreign material contained inside with tape was received, no cannula was returned for the report of where the needle is attached was clogged with foreign material, making it impossible to attach needle. The foreign material was sent to the particle lab. The particle analysis (ftir) found the foreign material to best match poly (ester urethane). A review of the device history record traceable to the possible lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photo attached to the parent file was reviewed by the manufacturing site. Photo show a cannula cartridge with foreign material on a tap attached to open end. Reported issue confirmed from photo. The evaluation confirms the foreign material reported by the customer. The particle analysis found the foreign material to best match poly (ester urethane). Poly (ester urethane) is not a material that is used in the cannula manufacturing process or in the packaging process of the cannula. How and when the cannula tip got poly (ester urethane) in it cannot be determined from this evaluation and a root cause cannot be determined for the complaint as described by the customer. The exact root cause for this complaint is unknown, specific action with regards to this complaint cannot be taken. An acceptance quality limit (aql) sampling is performed to ensure that the product meets release acceptance criteria. The inspection includes any visual nonconformances, including foreign material. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.